Event description:
This event is reportable based on the product analysis. It was reported that during a coronary stenting treatment procedure, the stent delivery system was unable track over the wire. The 95% stenotic, concentric shaped, de novo lesion was located in the severely tortuous and moderately calcified mid right coronary artery. The lesion was 2.75 mm in diameter. The lesion was predilated with a 2.75 x 20 mm non-bsc balloon. The physician attempted to advance the 3.00 x 20 mm liberte bare stent delivery system to the lesion, but was unable track over the 0014 guide wire. The procedure was completed with the deployment of a 3.00 x 20 mm liberte bare stent. Patient status is reported as "stable". However, the returned product analysis revealed a broken hypotube.

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. The returned product included the stent delivery system device in two pieces with the stent still intact. The stent delivery system and stent was visually, tactilely and microscopically examined along the entire length. The distal portion is approximately 88 cm long measuring from the tip to the brake. The proximal portion is approximately 64 cm long measuring from the manifold to the brake. The stent is crimped on the balloon between the markerbands with no visible damage. A 0.14" guidewire was passed through the tip, and an obstruction, which appeared to be contrast, was found 1 mm distal from the guidewire exit port. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.